Event description:
A patient reported blood glucose results of "128 mg/dl, 212 mg/dl, and 200 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The test strips were in good condition, codes matched, and the techniques for cleaning the puncture site and for applying the blood to the test strip were correct. The patient did not have any control solution to troubleshoot. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of a serious injury. A replacement meter is being sent.